Manufacturer narrative:
(B)(6). One biosure pk screw and two biosure sync devices were returned for evaluation. All of the devices were observed to be fully intact with no visible damage or signs of failure. The details of the case along with the physical devices were reviewed with an r&d engineer. The consensus is that the issues described during use such as the sync device coming out and the guide wire coming out are technique-dependent and not the result of any discrepancy with the devices. The squeaking that was described is a common condition that occurs when inserting interference screws. It does not necessarily indicate that the sync device is turning and/or damaging the graft. The follow up information indicates the graft was still in good condition and the case was completed without issue. Although there were perceived issues with the devices, no specific failure could be identified, therefore, no root cause analysis is possible. A review of the device history records was performed which confirmed no inconsistencies (B)(4). A complaint history review has not identified additional complaints for these lot numbers on file.(B)(4).

Event description:
It was reported that during an acl reconstruction procedure using biosure sync,11-12mm,tibial fixation an 11-12mm sync device did not stay in place, was removed and it dropped in the floor. There was a procedural delay of 10 minutes. A new sync device was inserted, the 12" crew guide wire came out and the screw guide wire had to be reinserted. A biosure pk screw 11mm was inserted and a squeaking noise was heard. The procedure was completed using a backup device. It is unknown if patient injury or complications were reported.